Event description:
It was reported by the customer that the device failed to deliver a shock during use on a pt. It was indicated that quick-combo redi-pak defibrillation electrodes were used. The electrodes are not available for evaluation, and no other details were provided. The pt was not resuscitated.

Manufacturer narrative:
The service agency contracted by physio-control has evaluated the device and the quick-combo therapy cable. Proper device operation was confirmed during functional and performance testing. The reported failure was not duplicated. The root cause of the reported problem was not determined. The defibrillation electrodes used during the reported event were disposed of and are not available for evaluation; however, the device and therapy cable have been forwarded to physio-control for add'l evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA. A clinical review of the reported event determined that the device use may have contributed to the pt's outcome, as defibrillation was needed, but provision of defibrillation was delayed greater than 30 seconds. ECG showed bradycardia with episodes of ventricular tachycardia (vt). The last section of continuous ECG showed sustained vt; however, analysis was never achieved due to "connect electrodes."